Event description:
It was reported that the stair chair tread/track would not engage due to a detached track belt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.